Manufacturer narrative:
(B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the patient circuit calibration was out of specifications and the ventilator was fluctuating and alarming due to wrong settings being used. The ventilator was set at incompatible settings causing it to auto-cycle as designed. The fsr set the ventilator to standard settings and the mean airway pressure was very stable and no issues were found. The fsr inspected the internal lines and no moisture was found. The ventilator passed the operational verification procedure. The device meets manufacturer's specifications.

Event description:
The customer reported that the mean airway pressure on the ventilator was intermittently fluctuating back and forth from 16cmh2o to 34cmh2o, while the device was in use on a patient. The end-users swapped the ventilator out for another ventilator. There was no patient harm/injury associated with this event.